Manufacturer narrative:
The insulin pump was received with no button response and button error alarm due to corroded keypad traces. Unable to perform the displacement, rewind, basic occlusion, occlusion, prime-compromised force sensor system, and excessive no delivery test due to no button response and button error alarm. Also received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and a broken belt clip slot.

Event description:
The customer called in to report a button error on the insulin pump. The customer's blood glucose level was 77 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and agreed to return the product for analysis.